Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was unknown at time of incident. Edit as per description. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer states the battery was not previously used. Customer states the battery cap was not loose, cracked or damaged. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The device will not be returned for analysis.